Event description:
Customer reported the system will not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the interconnect cable to be replaced, but cannot order parts for this system. The actual manufacturing date for this system was not available. (B) (4).